Event description:
Dealer states the arm tube where it fits down into the base is broken. Dealer states he has had a lot of these brake where it is welded. No injury reported. No additional information available per dealer.